Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye showed the assembly of the tubing into the drip chamber was not according to specification. Pressure test, clear passage under water test and priming tests were performed and leaks between the assembly of the tubing and the drip chamber were observed. Dimensional test was performed and the results were per specification. The reported condition was verified. The root cause of the condition was a manufacturing related issue; due to an improper manual assembly as an incorrect amount of solvent or an incorrect assembly method could generate the observed defect. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Pediatric patient. Device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp soln set leaked just below the drip chamber. There were no issues with flow and the pump did not alarm.this was identified during lipid insfusion. The lipids were disconnected, and a new bag of lipids and a new line were connected. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: removal of information in section f related to importer - the initial report inadvertently included information in f7: report type. This information is being removed as this MDR is a manufacturer MDR (and not an importer MDR).